Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 977a275 serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging too frequently since implant. The patient has not maintained a charge for longer than two days and is unhappy with their charging frequency. The patient was told they would have to recharge once a week. It was also reported that the patient has discomfort while charging due to the antenna being too hot. The patient charged for four hours on (B)(6) 2017, but after three hours they had a burning sensation and redness where the antenna was located over the implant site. A voicemail was left for the manufacturer representative (rep). Additional information was received from a hcp on (B)(6) 2017. The hcp reported that the antenna was heating during recharging. Additional information was received from a rep on (B)(6) 2017. The rep stated that on (B)(6) 2017 the patient experienced heating/redness at the battery pocket while recharging and decreased sensation in their right leg. The rep noted that the thermometer did not show up, but the patient¿s skin was warm and hot to the touch. The rep instructed the patient to recharge in shorter intervals and may apply ice before/after recharging. The rep stated that the patient was in a rehab/physical medicine facility due to the patient having decreased sensation to their right lower leg. The rep stated that it sounded like a post-operative situation, but they were unsure what happened. It was unknown if any environmental/external/patient factors contributed to the issue. The rep noted that post-operatively impedances were all normal, the patient was receiving great coverage to their right arm, and several programs were set up for the patient because they liked high frequency during the trial. The patient was instructed post-operatively to wait a few days before using the high frequency program because it would drain the battery quicker. The rep may shut the device off for a couple of days to let things rest. A rep would be seeing the patient on (B)(6) 2017. It was unknown if the issue was resolved at the time of the report, but the patient was noted to be alive with no injury. Additional information was received from a rep on (B)(6) 2017. The patient had a lead revision due to the patient needing better coverage of their right arm. The stimulation that the patient was originally receiving covered their arms bilaterally. The patient needed to increase the voltage quite a bit to get better coverage of their right arm. During the surgery on (B)(6) 2017, one lead was pulled back and a revision kit was used with the stylets. This lead was repositioned more to the right side and the other lead remained intact to provide bilateral coverage. The patient was very happy post-operatively with the right arm coverage of stimulation. Regarding their right leg, the patient continues to not have much function with it. They can wiggle their toes, but is unable to feel any sensation from below their toes to below their right knee. The patient continues to do physical therapy and occupational therapy. The patient would follow up with their hcp on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported ¿they paralyzed her right leg when they implanted the leads in the right spinal cord¿ which the consumer noticed immediately after waking up from surgery. In (B)(6) of 2017 a revision occurred where they took out the lead and redid it, but the issue wasn¿t resolved following the revision. The consumer went to see a physician who said that ¿one of two things may have happened; they either hit something in her spinal cord and it gave her a stroke; or because she fractured c5 and c6 in her neck about 15 years ago her blood vessels spread out and they hit one of the blood vessels which caused the paralyzation.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.